Event description:
It was reported to siemens by the siemens service engineer that the table control board (d!-d2 boards) were replaced on (B)(6) 2022. The system operated within specifications until (B)(6) 2022, when the customer called and reported the table had moved approximately 5cm longitudinally without any error message and without any blinking lights during the patient treatment. The user completely canceled the treatments when this occurred. Although no patient mistreatment or injury of a patient or user have been reported, the incorrect table position could lead to severe radiation injury to the patient, user, or other persons. The reported event occurred in (B)(6).

Manufacturer narrative:
Initial reporter is a siemens employee. A contact name and contact information for the facility were not provided to siemens. Siemens initiated an investigation of the reported event. Both sides (right and left) of the table controls will be replaced but the root cause of the event is not yet known. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The "manufacturer" was unable to conduct a detailed technical investigation as no hardware had been returned. According to the complaint description, the display at the table flashed with error message "8888", therefore, a malfunction was clearly visible. This was reported as a onetime occurrence and had not reoccurred. As a preventative measure, the main table control board (d1-d2 boards) and both control panels (left/right) were replaced. With internal complaint trending and spare part consumption analysis, no systematic design issue were identified. No remedial action deemed necessary.